Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient's implantable neurostimulator had moved and there was a knot coming up and was hurting her. It was noted no fall or trauma could be related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.